Event description:
Malfunctioning pump. Morphine drip ordered @ 7:00pm, bag empty @ 11:30pm. Pt lethargic, difficult to arouse with decreased respirations. Narcan 1/2 amp slow ivp and narcan 1 amp in 50cc ns IV over 2 hrs given.